Event description:
It was reported that a clearlink catheter extension set leaked. The reporter stated that the device cracked at ¿the junction where the tubing meets the female luer connector¿ during patient use. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.